Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.

Event description:
The following information was reported by the customer's attorney's office: in approximately 2002-2003, the customer's doctor prescribed the use of the minimed insulin pump, with the paradigm quick-set infusion set. (B)(6) was correctly using the minimed insulin pump with a lot 8 minimed paradigm quick-set infusion set when, on (B)(6), 2009, she failed to receive the correct doses of insulin to manage her diabetic condition. Consequently, she suffered seizure and hospitalization which resulted from improper amounts of insulin.